Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported related to stent dislodgement. The investigation determined the reported stent dislodgement prior to use appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device unpacking and prior to use in the anatomy, the stent dislodged from the balloon. The device was not used, so there was no patient involvement or a reported clinically significant delay in procedure. A different stent was used in the procedure. No additional information was provided.